Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and leads were replaced. No device malfunction suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the spinal cord stimulator lost its efficacy and ipg is in its end of life. The patient will undergo revision procedure.

Event description:
A report was received that the spinal cord stimulator lost its efficacy and ipg is in its end of life. The patient will undergo revision procedure.